Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted analysis of the system logs showed the handle failed the motor test. Physical inspection of the motors showed that the hall effect sensor circuitry inside was damaged. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely root cause was traced to a component failure. It was also reported that the software updates were unable to be installed. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during software upgrade, a red circle with line error was noticed. There was no patient involvement. Medtronic's initial evaluation showed the cause of the handle error is due to the failed motor tests due to the rotation motor not moving. The cause of the rotation motor not moving is due to a failed hall effect sensor.